Event description:
It was reported that the device was used during a laparoscopic esophagectomy. As the outer seal was damaged, air leaked from the outer seal. Another device was used to complete the case. There were no adverse consequences to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.